Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21338. It was reported the patient felt stimulation made her pain worse along her pain pattern. As a result, the patient turned off the scs system approximately three weeks ago. Diagnostics revealed low and invalid impedances, however, the patient was not using those contacts in her stimulation program. The patient was given new programs to try which were unsuccessful in addressing the issue. X-rays did not reveal any anomalies. The physician changed the patient's medication and will follow-up with the patient at a later date.